Event description:
It was reported that (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the clips are not forming properly and falling from the jaws of the device. The procedure was completed with auto suture and opening another device from a different lot#. There was no consequence to pt.